Event description:
A malfunction was reported with a code "malf 12," which did not cause the customer's blood glucose level to reach concerning levels. Technical support assisted the customer by providing guidance on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed that they could continue using the pump and were advised to contact support again if the issue reappeared.